Event description:
The hosp reported that during the coronary artery bypass graft surgery, the surgeon delivered the first seal intra-aorta but could not pull the plunger to release the spring. With the second seal, the surgeon noticed that the orientation of the seal to the spring was loaded incorrectly so he aborted the proximal anastomosis procedure. He, then, reverted to partial occlusion clamp to sew the anastomosis. No additional pt complications were reported.